Manufacturer narrative:
Nah6: medical device problem code 2017 removed. Echo imaging was performed.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified artery via 16fr sheath hole using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide device was not sufficiently inserted into the anatomy and when the plunger was removed, the suture came out of the artery. An additional proglide device was used for successful suture placement using the preclose technique. The evar procedure was completed. Hemostasis was achieved using the pre-placed sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. A femoral angiogram was not taken. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was provided: suture placement was attempted in the left common femoral artery via an 8fr sheath hole. Following the suture coming out of the artery, two proglide sutures were successfully placed. The sheath was upsized to a 16fr and the evar procedure was completed. The successfully placed sutures were used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.